Event description:
It was reported that when opened the foley tray product, the catheter jelly in the tray was not there.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because poor sample condition. It is unknown whether the device had met relevant specifications. Based on the attached photo, no visual inspection could be observed as the photo only shown the leaflet of the package. No functional testing could be performed as only photo sample are provided. Therefore, the reported complaint is inconclusive due to poor sample condition. The potential root cause could be due to operator error. A review of the device labeling has been conducted for investigation purposed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, e, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when opened the foley tray product, the catheter jelly in the tray was not there.